Event description:
The pt stated her infusion device is beeping continuously. She stated she had removed the power pack and reinserted it into her infusion device and "2.01" with 4 dashes was displayed. She stated the power pack is less than 2 weeks old. She was instructed to insert a new power pack and her infusion device functioned properly. She was aware of the power pack recall and she was advised to change her power pack every 2 weeks. The pt has been receiving replacement power packs from the company. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.